Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: observed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will respond. Removed keypad cover to check condition of the button contacts. Under magnification, contamination was observed under the contacts of all buttons. Confirmed the bolus button cover and plug is detached from the pump, exposing the internal contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive buttons and contamination under the keypad contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.